Event description:
The customer alleged they received a questionable urine protein result on their urisys 2400 analyzer. The patient's initial protein result was negative and it was reported outside the laboratory. The customer noticed a problem with the sample while running a microscopic test on it. Before repeat testing, the sample was remixed based on the length of time it had been sitting since the initial run. The sample was repeated on the urisys 2400 and the result was 70 mg/dl. The customer then tested the sample on a bayer clinitek analyzer and the result was 100 mg/dl. 100 mg/dl was more "clinically indicated" to the physician and it was issued as a corrected report. The patient was not treated based on the discrepant result and there were no adverse events. The urisys 2400 cassette reagent lot number and expiration date were not provided. The customer stated they thought the sample possibly had some type of clot in it based on the result. The discrepant result was thought to be sample specific and no service visit was dispatched.

Manufacturer narrative:
An investigation was not possible as the customer could not provide the lot number of the test strips used nor return any material. A root cause could not be determined.